Event description:
It was reported that a patient suffering from dyspnea presented in the clinic for a device follow-up. Upon interrogation, the device was found to be in backup mode. The device was reprogrammed successfully. The patient will continue to be followed-up.